Event description:
It was reported that the charging pad intermittently failed to charge, with a possible issue at the micro usb input, and a replacement charging pad was requested. Symptoms included no reported changes in blood glucose. Outcomes included replacement supplies being shipped and no alerts or alarms reported. Investigation included intake assessment by support and logistics actions for replacement. Investigation of this case revealed a suspected connection or port issue associated with the charging pad¿s micro usb interface leading to intermittent charging. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the charging pad connection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.